Event description:
Reporter stated that the lens cracked in the indigo-p injector. No pt contact. Surgery was completed using another lens. The pt's preoperative manifest refraction is +7.00 -2.00 x 15, and best corrected visual acuity is 20/25, and pt's postoperative manifest refraction is -50 @ 30 and best corrected visual acuity is 20/20.